Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the mesh was around the hernia sac where approximately one hour of lysis of adhesions was performed, including around the mesh. He dissected round the edges of the hernia defect and encountered the previously placed mesh. The mesh was explanted. It was reported that the patient experienced severe pain, inflammation, continuous seromas and mesh migration. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/26/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.